Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch while the right ventricular (rv) lead exhibited noise. Both the ra and rv leads were explanted on (B)(6) 2025 and were not replaced. The patient was in stable condition.